Event description:
A vague report was rec'd that the infusion pump had overdelivered during use on a pt. Specific info regarding the reported occurrence was not able to be provided. No pt injury resulted.